Event description:
It was reported that this right ventricular (rv) lead was exhibiting possible loss of capture (loc). Technical services (ts) was consulted and noted odd beats fusing with intrinsic conduction. Ts couldn't rule out or confirm loss of capture (loc). The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).